Manufacturer narrative:
The reported complaint was confirmed. During laboratory evaluation, the pst observed the resistors to be intact and undamaged. The pst connected the power manager pod to luo batteries. After 22 hours the total nominal available capacity (tnac) was 0.0000. The power manager pod did not meet specification. This complaint is related to cr-83077 / MFR #1828100-2021-00363. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The product surveillance technician (pst) reported that during laboratory analysis, the power manager module was not charging the lab use only (luo) batteries. There was no patient involvement.